Event description:
The catheter was inserted 02/2006. On 02/25/2006 the critical care nurse was removing the catheter and found only a very small piece of the catheter. The patient was taken to special procedures where removal was attempted using a snare; this was unsuccessful. On the morning of 02/2006, the catheter was surgically removed from the groin area.